Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq0988 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebq0988) have been reported from the same (B)(6) facility. Device has not yet been returned for evaluation.

Event description:
It was reported that the patient had pulled out and removed the catheter by herself because the rotatable non-removable wing had come off. It was stated the catheter had been attached to the patient's skin using the rotatable suture wing properly. The device was implanted via the internal jugular vein of the patient who has acute renal failure and was replaced with a new one via the femoral vein after this event. No patient injury has been reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter dislodging from the rotatable suture wings is confirmed, and the cause appears to be use-related. The device returned was one 15 cm 12f powertrialysis dialysis catheter. The rotatable suture wings were returned separate from the rest of the catheter, with a suture in one of the suture holes and another piece of loose suture. Microscopic evaluation found some damage at the distal edge of the hole of the suture wings which normally retains the catheter, consistent with pressure which would occur between the suture wing and the catheter were the catheter pulled in the proximal direction. The ID of the suture wing, the width of the recessed band on which the suture wings sit, and the lip distal to this recessed band were each measured, and no measurements were found out of specification. It appears that the catheter and rotatable suture wing was subjected to relative tensile forces for which they were not designed, resulting in their separation. In addition, it must be noted that the instructions for use specify that both the rotatable suture wings and the attachable suture wings must be used to secure the catheter, whereas the complaint description states that the attachable suture wings were not used in this case. This also likely contributed to the reported event. This complaint is therefore determined to be likely use-related. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The IFU states the following: ¿the rotatable, pre-attached suture wing is oriented to the skin surface and the catheter is attached using a suture. When placing the catheter, use the removable suture wing to minimize movement at the exit site. Using your fingers, squeeze the suture wing together so that it splits open and place the wing around the catheter near the venipuncture site. Secure the wing onto the catheter by tying sutures around the wing using the suture grooves. Secure the removable wing in place by suturing through the holes or by using adhesive wound closures.¿ a lot history review (lhr) of rebq0988 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebq0988) have been reported from the same japan facility.

Event description:
It was reported that the patient had pulled out and removed the catheter by herself because the rotatable non-removable wing had come off. It was stated the catheter had been attached to the patient's skin using the rotatable suture wing properly. The device was implanted via the internal jugular vein of the patient who has acute renal failure and was replaced with a new one via the femoral vein after this event. No patient injury has been reported.